Event description:
It was reported that the patient was having symptoms and tried to use the patient activator, but it did not work. The top seals of the two batteries were noted to be damaged, so new ones were used. Overheating was seen, and the activator still did not work. The patient will receive a new activator. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies were found.

Event description:
It was reported that the patient was having symptoms and tried to use the patient activator, but it did not work. The top seals of the two batteries were damaged; new batteries were used, but overheating was seen and the activator still did not work. The patient will receive a new activator. No patient complications were reported as a result of this event.